Event description:
On (B)(6) 2014, the patient contacted animas, alleging their blood glucose (bg) was above 600 mg/dl with no signs or symptoms of hyperglycemia. It was reported the pump had experienced multiple loss of prime issues. The patient noted they had remained on the pump following the bg excursion. This complaint is being reported because of the alleged hyperglycemic event experienced and associated alleged malfunction.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(6) 2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed data related to the complaint from (B)(6) 2014 was overwritten due to continued pump use ending on (B)(6) 2014. No related issues were observed in the black box. Total daily dose delivery totals reflected appropriately to the active programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump was confirmed to be delivering accurately with successful completion of a delivery accuracy test. The force sensor was found to be properly calibrated and functioning within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.